Event description:
Additional information from the manufacturing representative indicated that it was unknown as to why an alarm was set.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone (concentration; "6.3", at a dose of 5.8 mg/day), clonidine (concentration; 225 mcg, at a dose of 207.25/day) and naropin (2.5 mg/ml at a dose of 2.3/day) via an implantable pump for an unknown indication for use. On approximately (B)(6) 2016, a critical pump alarm was sounding and the patient reported no pain relief. The hcp changed the critical alarm interval to 2:00 hours. The hcp requested to change to pump and the pump was explanted. The patient's was receiving therapy via a new pump. The cause of the alarm was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.